Event description:
Customer's spouse stated he was having a hard time getting customer blood glucose lowered. Customer's blood glucose was 396 mg/dl, treated with manual injection. Doctor recommended going to the emergency room. Symptom was nauseated and draggy. Customer went to the emergency room. Blood glucose prior to hospitalization it was 422 mg/dl and rising. Drive support cap was normal. No air bubbles or leaks noted. Settings were correct. Two no delivery alarms, 11:50 pm and 11:48 pm, noted customer did not recall the alarms. She recalled the alarm at 2 am and did a complete set change. Unable to performed high pressure test. Customer's spouse recalled one of the infusion sets been bent and another had blood at site. Customer's spouse stated the battery was changed twice. Customer declined further troubleshooting and just wanted the device replaced. No further information reported.

Manufacturer narrative:
(B)(4).a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The device was received with minor scratched lcd window and cracked reservoir tube lip.